Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: loss of image. Probable root cause: scaler/descaler board, power supply, ac inlet board, connectors, firmware, switch board, available channel. Software not properly upgraded by flashmaster. Prescan incorrectly eliminates channels. Use error the device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the view on the monitor became black.